Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to the customer report, after catheter placement, the inner needle did not retract even when the safety device activation button was pressed during use.